Event description:
The customer called and reported her blood glucose was 469 mg/dl on (B)(6) 2015, and the next day, she was hospitalized with high blood glucose and diabetic ketoacidosis. On (B)(6) 2015, customer's blood glucose was 505 mg/dl and continued to rise, leading to hospitalization, when her blood glucose was 724 mg/dl. The customer was treated with an intravenous drip and insulin. The customer was off of the insulin pump for an hour prior to hospitalization. Troubleshooting was performed with the insulin pump. Insulin exited at the quick release during manual prime. When asked if programming was changed recently, prior to the unexplained high blood glucose, customer stated settings were programmed on (B)(6) 2015, and it was advised for customer to verify accuracy of programming with healthcare professional. The high pressure test was passed, and the insulin pump was working as designed. Customer was advised to change entire set, reservoir and insulin and follow up with healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.